Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged shield was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the shield was damaged. The following information was provided by the initial reporter and translated to english. The customer stated: "the medical examiner found the tube's shield was damaged in a box of tubes during the preparation work before examination. The specimen could not be collected."